Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula issue on (B)(6) 2024 & others events on (B)(6) 2024 in 3 or more hours after insertion which led to high blood glucose level. The infusion set was in use for 12 hours. The infusion set was inserted in abdomen. The patient addressed the high blood glucose by correction injection via mdi. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient regularly rotated the site location. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.